Event description:
During right knee arthroscopy with meniscal repair, the ceterix novostitch disposable suture passer broke off a 3mm piece of metal in right knee that was non-retrievable-only seen on one plain film x-ray. Same provider used two separate devices with the same lot number during this procedure. Dates of use: (B)(6) 2017. Diagnosis or reason for use: right knee arthroscopy surgery.